Event description:
Customer reportedly obtained results of 6.3 inr on the coaguchek s system and 3.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in the (B) (6).